Event description:
It was reported that when patient presented in-clinic for follow-up, high pacing threshold and low impedance were observed. Insulation anomaly was noted during revision. The lead was capped and replaced.